Manufacturer narrative:
Zimmer biomet complaint number - (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-04216.

Event description:
It was reported that the ball bearing is missing from the instrument. No adverse events have been reported as a result of the malfunction.

Event description:
No additional information received.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tasp shims exhibit signs of repeated use; scratches and etching wear on the anterior side; one ball bearing and spring is missing from each. DHR was reviewed and no discrepancies were found. Root cause determined to be a previously addressed design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.